Manufacturer narrative:
What was reported by the customer has not been confirmed by the accuracy test performed on the pump, which shows that mean flow and overall error are within the limits. No malfunction was found by service: the device was found working according to its specifications and intended use. No consequences for the patient.

Event description:
The customer reported that "programmed flow rate is not performed".